Event description:
It was reported that the implantable pacemaker had longevity of 3.5 to 2 years in a span of 6 months. Boston scientific technical services (ts) discussed battery diagnostic data indicates that the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. This implantable pacemaker was explanted and new device was implanted. No additional adverse patient effects were reported.